Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In-situ measurements show a high gpi (ground path impedance). The user is currently being monitored following clinical support suggestions to use a headband to check if this impedance decreases; however, this has not occurred.